Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that multiple patients did not show up at multiple stations. A technical support specialist checked on the application server and found no issues, and advised the customer to check with the pharmacy and admission discharge transfer team. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using multiple pyxis medstation es systems multiple patients were not showing up on multiple stations. The customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.